Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider reported that the patient has two stimulators. One for lumbosacral (lower extremities) and one for cervical. The cervical placement is listed for chronic regional pain syndrome of the upper extremity. It was reported that the cervical spinal cord stimulation for both arms was not functioning right. The cervical spinal cord stimulation covers both arms; however it was not functioning on the right. On (B)(6) 2016, the cervical stimulator was interrogated by a manufacturer representative and no problem was found on that day. It was functioning within normal parameters, and the lead was reprogrammed to resolve the loss of therapy. The cause of the loss of therapy was not determined, and the loss of therapy resolved after the reprogramming session and the spinal cord stimulation was functioning.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and cervical radiculopathy. It was reported that there was a change in therapy. The stimulation was not working. The patient couldn¿t feel it and tried to adjust, however that didn¿t make a difference. The implant appeared to be half full. There was a loss of therapy, and the patient had not experienced any trauma, falls, or electromagnetic interference related to the issue. However, it was noted that the patient was having an upcoming surgical procedure, so she had x-rays, an EKG, bloodwork, and lumbar shots. The patient was supposed to meet with the manufacturer representative on (B)(6) 2016 regarding this issue; however the manufacturer representative did not come to the appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.